Manufacturer narrative:
(B)(4). Batch # unk.

Event description:
It was reported by the sales rep that during a laparoscopic sigmoid procedure, there was a small hole in the packaging. Another like device was used to complete the procedure. There were no adverse consequences for the patient. One device was discarded.